Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the iesu for failure analysis investigation. The unit was analyzed and the iesu was placed on a system and was run in normal mode. M-02-3/1-07 errors did occur at startup. The iesu has no significant scratches or dents. The front bezel is in decent condition. A module timeout was found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer reported to technical service engineer (tse) that they were unable to get the grounding pad to turn green after receiving an error on the erbe. The tse uploaded error logs and noted repeated m-02 errors. The customer stated they had already power cycled the erbe. Tse had the customer power cycle it again and grounding pad icon turned green, but they still got an m-02 error on the erbe. The procedure was completing as planned with no reported injury.